Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device blade would not stop rotating. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.